Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined for the foggy/flickering images. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the image was foggy and flickering. The device was processed through aeration which restored the image. Additionally, the switches were not functioning but were functional after aeration. The reported issue of the inability to toggle the ultrasound image was unable to be confirmed. Upon further inspection, it was observed that there was a minor chip at the pink probe. It was also observed that the glue of the bending section cover had cracks. It was observed that there was water invasion in the scope connector, ultra magnetic connector, and in the electrical connector. It was observed that the electrical insulation was low, however after aeration, this functionality was restored. It was also observed that the angulation was abnormal due to image tilt/ an angulation check was needed. Lastly, it was observed that there was a customer sticker at the body control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii ultrasonic bronchofibervideoscope had no image displayed with the light source and the customer was unable to toggle the ultrasound image. The reported issues were discovered during preparation of use for a diagnostic endobronchial ultrasound (ebus) procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.